Manufacturer narrative:
(B) (4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that when the electrosurgical reusable pencil was plugged into the generator, an activation tone went off without pushing the switch on the pencil. Another pencil was obtained and used. There was no patient injury.